Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed an episode of post-sensed t-wave oversensing that the device binned incorrectly as a tachy episode. The device was reprogrammed to address the oversensing. There were no reported patient symptoms.